Event description:
The customer reported that there was no coagulation at all even though an end tone was heard. It is unknown what the evidence of no coagulation actually was during the procedure. The customer has been asked questions regarding the incident but is unable to provide further details.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.